Event description:
Note: date of event is unk. In 2008, it was reported to boston scientific corporation that during the procedure prep, "when it was attempted to insert a guidewire into the guidewire lumen of this device [extractor rx retrieval balloon], it got stuck...". There were no patient complications reported, and the patient's condition at the conclusion of the procedure was "good."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed; therefore, the cause of the reported malfunction has not been determined.